Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with the threshold suspend triggered for 111 minutes. Customer's sensor glucose reading was 70 mg/dl and her blood glucose level was around 200 mg/dl. Customer later checked again her sensor glucose was 43 mg/dl and the blood glucose level was 229 mg/dl. During troubleshooting, customer was advised to confirm blood glucose level with fingerstick. Customer's blood glucose level was 238 mg/dl. Customer was reminded that a non-optimal insertion may impact sensor performance. Calibration factor was 13.93, calibration factor was not within the range for optimal calibration. Customer was advised that the sensor will be replaced. Customer will not be returning the sensor for analysis.